Manufacturer narrative:
Product ID 977a275, lot# 0207546391, implanted: 2013 (B)(6), explanted: 201 (B)(6);product type lead product ID 977a275, lot# 0207546392, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97791; product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a potential impedance issue. It was noted that there was high impedance of ¿larger than 10 kohms¿ and it was specified that this was in relation to the lead with the lot # 0207546391. The high impedance was also described as ¿about 5 kohms¿ and it was specified that this was in relation to the lead with the lot # 0207546392. It was noted that at the implant date after insertion of the first lead, lot number 0207546392, impedance was found to be high at ¿around 5000 ohms.¿ it was decided, to use another lead, lot number 0207546391. The stimulation result was unclear but impedances were again ¿around 5000 ohms.¿ nevertheless, the ins was implanted. One day after implant, the impedance decreased by about 2000 ohms. At that time, the surgeon reported that the assumption was that the high impedance had been a result of procedure related epidural hematoma. Therefore, the surgeon did not assume it was a product related issue and did not send the lead in for analysis. In follow up visits the patient reported some but declining therapeutic effect. There was no tingling stimulation but there was ¿pressure.¿ it was noted that impedances were high but below 6000 ohms. In (B)(6), the patient claimed no therapeutic effect anymore and it was decided to explant the system. At explant, the patient was implanted with a neurostimulation system of another manufacturer. It was noted that impedance of the lead alone was measured to be higher than 10,000 ohms both in implanted condition and with the tip in saline (although the operating room report stated, it was higher than 1,000 ohms only). The electrodes with the issue were not specified. It was also noted that there was ¿other¿ stimulation/therapy issues. Actions required as a result of the event included hospitalization and explant. Diagnostic testing and troubleshooting included impedance testing. The product issue was not resolved. The cause of issue was not determined. It was noted that the event occurred during normal use. The product status of the implantable neurostimulator (ins) and both leads was explanted-complete. It was also noted that lead 0207546392 was not implanted and a different product was used although an implant date was specified for this lead. Symptoms or complications associated with the event included a lack of therapy at an ¿other location¿ and internal care units stay for monitoring after surgery. The patient status was alive with no injury. Additional information received reported that an anchor and an accessory kit were also explanted and/or returned.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare professional (hcp) reported that the operation was for the implantation of a replacement implantable neurostimulator (ins) for epidural spinal cord stimulation with implantation or replacement of a lead. It was noted that the patient came back with the question if a revision was possible because of unsuccessful adjustment of the ins system. It was noted that during the last operation a lead was implanted and already replaced after the first lead showed high impedance. It was further noted that initially a second lead was left in place due to the assumption that this had been caused by epidural liquid. In the course the high impedance did not decrease. Therefore, the indication was provided for another revision. It was noted that the lead was positioned regular posterior in the middle of the spinal cord with the tip in projection to bottom line "bwk2." It was noted that a new impedance measurement was performed that showed high impedances. It was further noted that there was an opening of the gluteal wound and presentation of the stimulator. The lead was disconnected and there was an impedance measurement of the lead. High impedance was observed of >1,000 ohm. A decision was made to remove the system. It was noted that there was an epidural puncture at l2 and placing of the percutaneous lead in the midline slightly to the right of the tip "th1" paradmedian left. The lead position could be confirmed radiographical in two levels. It was noted that cutis opening, preparation of fascia. It was noted that the lead was fixated with the anchor and silk sutures and succeeded without problems. The leads were tunneled lateral to the left and the impedance measurement had all contacts regular. The stimulator of a different manufacturer was implanted. There was another impedance measurement and again the impedance was in a normal range. The wound was closed in layers. A sterile bandage was applied.

Manufacturer narrative:
Analysis of the lead serial / lot number (B)(4) found that there was no significant anomaly. It was noted that the lead body conductor was cut. The #2 conductor was cut through where there was a breached cut in the outer insulation 42.2 cm from the distal end of the lead. Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the 97791 bumpy anchor found that there was no significant anomaly. It was noted that the inject anchor was cut. It was noted that there were small breached cuts in the anchor. Analysis of the 3550-29 accy kit found that there was no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.